Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
It was reported that the ventilator had an error alarm. There was no patient connected to the device at the time of the event occurred. Device evaluation is still pending.

Manufacturer narrative:
G4:08feb2021, b4:09feb2021. The field change order for the power management board has not been implemented. The hospital has the machines as a backup during covid-19. The hospital intends to defer the field change order implementation date. Field change order implementation is pending the customer's approval on the suitable time and date. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This event was found outside of clinical use (during device testing) and does not meet reporting requirements as this would not lead to death or serious injury per the reporting guidelines in place when this event was reported.